Event description:
Patient underwent generator replacement surgery due to battery depletion. The explanted device has not been received to date. Per device interrogation results on the day of explant, there is no evidence of premature battery depletion.

Event description:
It was reported that this patient's device battery was suspected to be depleting prematurely. A review of device history records for the generator shows that no unresolved non-conformances were found. No additional relevant information has been received.